Event description:
After placement into the patient, there was a crack found on the flushing port of the guide catheter. The guide was removed and replaced without incident or harm to the patient. Manufacturer response for guide catheter, mitraclip g$ steerable guide catheter (per site reporter), unknown.